Event description:
The customer reported to olympus, the evis lucera elite bronchovideoscope was not recognized by the machine and a no image error code occurred. The event occurred during preparation for use. The procedure was completed using a similar device. There was no report of patient or user harm associated with the event.

Manufacturer narrative:
The device was returned to olympus for evaluation. The customer¿s allegation of no image event or unrestorable image event was not confirmed. Additionally, the following findings were also identified, and are as follows: no electrical continuity due to damage on the distal end, due to a defective circuit or shielding configuration. The adhesive on the bending section cover had a chip. The control unit had a scratch. The grip was sticky and had a scratch. The suction connector had a scratch. The scope connector cover unit had a scratch. The image guide protector had a cut. The control unit was dirty due to water leakage. The scope connector was dirty due to water leakage. The scope connector was dirty due to water leakage. Due to wear of the angle wire, bending angle in the up direction did not meet the standard value. The connecting tube had a scratch. The insertion tube rotation ring had a scratch. The angulation lever had a scratch. The light guide cover glass was dirty. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, and since no device malfunction was confirmed during evaluation, the definitive root cause of the reported issue could not be determined. However, probable causes include a failure of the image sensor unit, a defect of the circuit board in the video connector, or a defect of the system side. Olympus will continue to monitor field performance for this device.